Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration / doctor could not find the right side coil anywhere/migration of essure device location: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced depression ("psych injury/depression") and vaginal infection ("bladder/urinary problems; vaginal infection") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, fatigue, weight decreased and vaginal haemorrhage had resolved, the device dislocation and depression outcome was unknown and the vaginal infection was resolving. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding) and psych injury. Current weight 130 lb. 1 st device: 4. 2nd device: 7. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. Hysterosalpingogram - on (B)(6) 2018: unilateral tubal occlusion with proper placement of essure. Clearly identified device and occlusion on left, but not on right. Imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event: vaginal bleeding was added. Intervention criteria removed for event device dislocation as in pfs it was mentioned that they were unable to locate missing coil to determine the type of surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration / doctor could not find the right side coil anywhere/migration of essure device location: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced depression ("psych injury/depression") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, fatigue, weight decreased and vaginal haemorrhage had resolved, the device dislocation and depression outcome was unknown and the vaginal infection was resolving. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding) and psych injury. Current weight 130 lb, 1 st device: 4, 2nd device: 7. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. Hysterosalpingogram - on (B)(6) 2018: unilateral tubal occlusion with proper placement of essure. Clearly identified device and occlusion on left, but not on right. Imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified)-bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems; vaginal infection") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, psychological trauma and vaginal infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, fatigue and weight decreased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration, dysmenorrhea (cramping), abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems; vaginal infection ,other injuries/symptoms: fatigue and weight loss were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.